Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, moisture was found inside the battery compartment, on the back side of the battery canister, and on the display. A leak test was performed and failed due to a leak in the battery compartment. The battery compartment was cracked above and below the grip pad. Unrelated to the original complaint, the display was dim and pink with a vertical line through it and pixels missing. A failed display flex was found. A test display was installed and functioned properly.